Event description:
It was reported during central processing; small holes were discovered in the blade of the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during central processing and inspection of the monopolar curved scissors (mcs) instrument small holes were inspected in the scissors cut edge. There were not blades indented/bent without any material missing. There was no material falling inside patient anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have multiple abrasions at the tip on one of the grips. The complaint regarding blade damage was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.